Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. It was indicated that there was no new information available regarding the previous report of the physician in slovenia having indicated that they contacted a few colleagues in europe and they had also observed the phenomenon of occasionally during reimplantation procedure, retrograde aspiration was not possible.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, distributor, foreign) regarding a patient(s) who was receiving an unknown drug of an unknown concentration at an unknown dose rate via an implantable pump. The physician in (B)(6) reported that they contacted a few colleagues in europe and they had also observed the phenomenon of occasionally during reimplantation procedure, retrograde aspiration was not possible. No patient sign/symptom was reported.

Manufacturer narrative:
Product ID neu_unknown_cath lot# unknown serial# implanted: explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. Refer also to MFR report # 2182207-2024-02630 regarding other patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.